Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an intracranial arterioplasty, the stent of a 4.5mmdx22mml enterprise stent delivery system with no distal tip, couldn¿t cross through the unspecified microcatheter (mc). The physician tried to withdraw the stent but failed and found that the stent body was detached in the mc without expectation. The physician removed the microcatheter and stent system outside of the patient. The physician switched another new mc and a new stent delivery system to complete the procedure. There was not patient injury reported. No additional information is available. One non-sterile unit EU ent4.5mmd 22mml wno dstl tp was received inside of a pouch. The device was inspected, and it was noted that the introducer was not returned for evaluation. The stent and delivery wire were inspected, and they were found in good normal conditions, no damages or anomalies were observed on the components of the device. The functional analysis could not be performed due to the introducer was not returned for evaluation with the rest of the device. It is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6133916. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was returned to cerenovus for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the introducer was not returned for evaluation with the rest of the device, however the stent and delivery wire were inspected, and they were found in good conditions. The functional test could not be performed due to the introducer was not returned for evaluation with the rest of the device. The customer complaints regarding ¿delivery wire - impeded in microcatheter with loss of cerebral target position¿ and ¿stent - deployment difficulty-premature/in microcatheter¿ could not be duplicated due to the stent was returned detached from the rest of the device and the introducer was not returned for evaluation. Although there is no evidence that the stent was deployed inside the microcatheter since the microcatheter was not returned for evaluation, the customer complaint was confirmed since the stent was returned detached from the rest of the device. A device history record evaluation was performed, and no non-conformances were identified. Impeded in microcatheter and premature stent deployment in microcatheter are known potential complications associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contain the following precaution: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with this report.

Event description:
As reported by the field, during an intracranial arterioplasty, the stent of a 4.5mmdx22mml enterprise stent delivery system with no distal tip, couldn't cross through the unspecified microcatheter (mc). The physician tried to withdraw the stent but failed and found that the stent body was detached in the mc without expectation. The physician removed the microcatheter and stent system outside of the patient. The physician switched another new mc and a new stent delivery system to complete the procedure. There was not patient injury reported.